Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A visual inspection was performed which identified discoloration of the display (purple/red). The flex cable was properly seated and connected. During disassembly of the front panel assy, the flex cable locking clip was not properly locked which caused a loosening of the flex cable connection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was due to a loosened flex cable connection. The flex cable to ui pcba to front panel assy requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum large volume pump changed colors when moving the front panel. This was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.